Event description:
The er320 was used during laparoscopic cholecystectomy. The clips fell out of the jaws and would not form correctly another er320 was pulled and case was completed. There was no consequence to the patient.

Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971965. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws yes, damaged jaws no, damaged cutter n/a, damaged feed bar no, damaged floor no, dmaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform yes, firing: form conform no, jaws: hold clip yes, jaws: inside width at tips .220, lockout functional yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are close over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.